Event description:
The pt's nurse called lifescan and alleged the one touch profile meter displayed not ok when powered on. No treatment was given. No symptoms of high or low blood glucose. The custoer care rep verified the not ok when powering on. The meter was replaced with return expected.